Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and fecal incontinence. It was reported that a couple weeks ago, in (B)(6) 2024, they had gone away and left their controller at home so they went a few weeks without using their external equipment. The patient said when they got home "a couple weeks ago" they charged their external equipment back up and went to view their therapy settings and they didn't increase the settings past 2v and all of a sudden they got an extreme shock with pain. The patient said they were sitting on their couch at the time and they shot up in the air. The patient said they saw the settings at 4.5v and they don't know how the settings got up that high. They said they had never increased to that high before and the touch screen of the handset was not as responsive as it should've been and they had to tap on the screen a couple times to get it to do what they needed. The patient said every place they moved they were in pain for hours, they were crying in pain. They said they spoke to their healthcare provider (hcp) about the incident and eventually they went to the ER and the doctor that was familiar with the ER. The patient said nothing would touch the pain except extreme pain medications, dilaudid. The patient said said they were in ER from midnight to 10 am the next day (they said this was thursday). The hcp told them to keep the interstim off for a while to see if that helped. The patient said on thursday the manufacturing representative (rep) called them and told them to turn on handset and go to this program and to adjust stimulation to where they felt it. The patient said that the rep walked them through turning off therapy after the patient said the hcp had recommended turning the therapy off. The patient said they didn't know why but they were still getting pain. They said that on monday they saw their hcp at an appointment in person, and they handed the patient the handset and told patient that the therapy was actually on. The patient said that the hcp turned the therapy off, and while they sitting together the therapy turned back on by itself. The patient said they haven't had the therapy on for a couple of weeks because of this. The patient said they had been in extreme pain because of the therapy "turning on by itself." They said the rep called the patient today and told them they could call patient services (ps) to get a replacement communicator/handset as the patient said they didn't want to get electrocuted again. Ps emailed repair to send replacement communicator/handset. Ps reviewed that it was the implanted device that was not expected to turn off/on itself without therapy off/on being selected on the handset. The patient said the touch screen was not responding the way it should.

Manufacturer narrative:
Date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.